Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay/issue with replacement adc device(s) was reported. The customer reported receiving "sensor ended" error message while wearing the sensor. A replacement device was ordered however, the replacement was not received, and the customer was unable to obtain readings and monitor their blood glucose levels. As a result, the customer experienced sweating, dizziness and was unable to self-treat, requiring treatment with insulin (type/dose unknown) intravenously provided by non-hcp/third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned . An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. This serves as a correction report. Section (h10 - additional mfg narrative ) was incorrectly documented in the previous report. Correction has been done. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay/issue with replacement adc device(s) was reported. The customer reported receiving "sensor ended" error message while wearing the sensor. A replacement device was ordered however, the replacement was not received, and the customer was unable to obtain readings and monitor their blood glucose levels. As a result, the customer experienced sweating, dizziness and was unable to self-treat, requiring treatment with insulin (type/dose unknown) intravenously provided by non-hcp/third-party. There was no report of death or permanent injury associated with this event.